Manufacturer narrative:
The complaint investigation for a discrepant estradiol result due to an instrument configuration error on the alinity ci-series system control module, serial number scm20472, included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The field service representative (fsr) installed alinity ci system software 3.5.1 and observed a system software lockup. The fsr re-installed the uic base configuration (windows components and drivers) and the alinity v3.5.1 system software. The system initialized, the fsr verified system operation, and the customer ran quality controls. The next day, the customer reported a single discrepant estradiol patient result. The result from the analyzer was 1,006 pmol/l and the interpreted result on the medi-tech laboratory information system (lis) was <88 pmol/l. The customer service center specialist (csc) reviewed the computer configuration on the alinity ci-series system control module, with alinity ci-series system software alnt ci sw v3.5.1, and found the configuration parameters under number format, thousand/decimal separator area ¿comma and period¿ (default) option was selected. The customer changed the number format thousand/decimal separator to none and period. The issue was resolved after changing number format to ¿none and period". No subsequent issues have been reported. The device history record review did not identify any non-conformances or deviations associated with the complaint issue. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer reported an instrument software configuration error on an alinity ci-series system control module. After the field service engineer (fse) installed a system software update, the analyzer shut down and after several power cycles, it would not initialize. The fse performed a disaster recovery as it was apparent the software had crashed. After the recovery and installation process, all quality controls passed, and the instrument was operational. On (B)(6) 2024, the customer experienced a discrepant estradiol result. The following data was provided: sample ID (B)(6) result on the analyzer was 1,006 pmol/l, results in the medi-tech laboratory information system (lis) was <88 pmol/l. It was then discovered that there was an error in the general computer configuration where the wrong number format was selected, and the lis was interpreting the result from the analyzer incorrectly. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported an instrument software configuration error on an alinity ci-series system control module. After the field service engineer (fse) installed a system software update, the analyzer shut down and after several power cycles, it would not initialize. The fse performed a disaster recovery as it was apparent the software had crashed. After the recovery and installation process, all quality controls passed, and the instrument was operational. On (B)(6) 2024, the customer experienced a discrepant estradiol result. The following data was provided: sample ID (B)(6) result on the analyzer was 1,006 pmol/l, results in the medi-tech laboratory information system (lis) was <88 pmol/l. It was then discovered that there was an error in the general computer configuration where the wrong number format was selected, and the lis was interpreting the result from the analyzer incorrectly. There was no impact to patient management reported.